Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The ventilator was returned to the manufacturer for evaluation. Review of the ventilator diagnostic log noted a 35volt failure occurrence. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient.

Manufacturer narrative:
Device analysis in progress.